Event description:
It was reported that during an initial shoulder procedure, the instrument fractured. It was discovered that the fractured piece of the instrument was retained by the patient behind the tm post. There are no plans to retrieve the fractured piece at this time. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1822565.